Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure for arteriovenous fistula in the middle cephalic vein, the pta balloon allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure for arteriovenous fistula of the upper arm in the middle cephalic vein, the pta balloon allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 device was returned for evaluation. An in-house presto inflation device was used to inflate the balloon, and water was noted streaming from the proximal end of the balloon. Further, the balloon fibers where stripped and under microscopic examination, a longitudinal rupture was noted to the balloon. No other functional testing performed. One photo was received and reviewed. The photo shows the conquest 40 in its package. The labelling details in the package matches with details present the in trackwise. No other anomalies noted. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.